Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 444 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.